Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2006: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿the hernia was dissected out. A composix kugel mesh was tacked in the four quadrants outwardly.¿ (B)(6) 2006 - patient was diagnosed with recurrent incarcerated ventral hernia and infection thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿composix kugel mesh in the midst of infected area was noted. Large abscess filled with purulent material and fibrosis was encountered. Incarcerated omentum within the hernia sac was removed, composix kugel mesh was easily stripped off. Additional inflammatory granulation tissue near the mesh and scar tissue near the left rectus muscle was noted. On right side, projected hernia sac was cleared.¿ (B)(6) 2014 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿an indirect hernia was noted and separated from the round ligament. A piece of synthetic mesh was placed and sutured into position." (B)(6) 2017 - patient was diagnosed with right groin infection thereby underwent open tissue repair. Per operative notes, ¿inflammation was noted, and chronic abscess were removed. The synthetic mesh was well incorporated and removed due to the susceptibility of contamination.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2006: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿